Manufacturer narrative:
(B)(4). The homechoice device was returned and evaluated. During the device evaluation, an increased intra-peritoneal volume (iipv) was identified in the review of the event history logs. The cause was one or more cycle advances to next fill when slow/no flow occurred above the minimum drain volume threshold. The device underwent a visual inspection and functional testing. There was no non-conforming product found during sample analysis that was related to the reported issue. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014, 21:25:40. During night drain cycle seven, the patient's ultrafiltration reading was 1354ml, indicating the home patient drained 1354ml more than their maximum programmed fill volume of 2000ml. No additional information is available.